Manufacturer narrative:
Patient information not available for reporting date of device breakage is not known this report is for an unknown 6.5 mm cannulated screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported two (2) 6.5 mm cannulated screws were removed from the sacroiliac (si) joint on (B)(6)2018. It was reported one (1) of the screws was broken and the tip remains embedded in patient¿s bone. It is not known if the device was broken prior to removal or if it broke during removal. It is not known when the devices were implanted or why they were removed. Concomitant device reported: 6.5 mm cannulated screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) unknown 6.5 mm cannulated screw. This is report 1 of 1 for (B)(4).